Event description:
The customer reported approximately two milliliters of cleaner fluid leaked outside the instrument during system shutdown involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed clenz cleaner solution leaked from pinch valve pv37 and no laser voltage. The fse replaced the tubing at pinch valve pv37 and resolved the fluid leak issue and replaced the power supply to resolve the laser voltage issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).